Event description:
Boston scientific received information that noise was observed on the right atrial (ra) lead and right ventricular (rv) lead egm. Noise was reproducible upon isometric exercises and oversensing led to inappropriate mode switches. Lead measurements were reportedly stable and within acceptable limits. The patient was noted to be symptomatic due to the oversensing and the physician elected to reprogram the ventricular sensitivity to ensure minimal sensing and provide ventricular pacing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.